Event description:
It was reported that irrigation difficulty was experienced with the faradrive steerable sheath clear. During a procedure to treat atrial fibrillation, the sheath was working appropriately on the left side, however, after the mapping catheter was removed, the sheath could no longer be flushed. The sheath was verified to be clear of any tissue. Subsequent attempts to flush the sheath outside the body were successful, with the sheath functioning as expected and no clots detected. The sheath was reinserted into the right atrium but was unable to irrigate. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valves found the internal valve torn by the center slit on both faces, compromising the valves ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the outer and inner valves by the center slit.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulty was experienced with the faradrive steerable sheath clear. During a procedure to treat atrial fibrillation, the sheath was working appropriately on the left side, however, after the mapping catheter was removed, the sheath could no longer be flushed. The sheath was verified to be clear of any tissue. Subsequent attempts to flush the sheath outside the body were successful, with the sheath functioning as expected and no clots detected. The sheath was reinserted into the right atrium but was unable to irrigate. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.